Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cable connector was broken. The cable was returned for analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the patient cable connector was broken for eight of the ten cables returned. The cables were to be scrapped. If information is provided in the future, a supplemental report will be issued.